Manufacturer narrative:
Concomitant medical products: w1dr01, ipg, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited short v-v interval counts. It was also reported that the right atrial (ra) lead failed an atrial lead position check (alpc), disabling all atrial tachycardia/atrial fibrillation therapies. Both the rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.